Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058. Corrected data: e4 initial reporter also sent report to FDA?: previously reported as no ; updated to unknown. G3 date received by manufacturer: previously reported as 07/22/2021 ; updated to 07/19/2021.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma and bronchitis. The patient was prescribed prednisolone in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.